Event description:
Patient reported discoloration in needle sets, and when she went to compare with older, extra supplies, realized that in addition to the 12mm needle sets having discoloration (pink) in the tubing, were the wrong size - patient had requested 9mm length needle sets. Will send new 9mm needle sets. Unknown if missed dose occurred. No adverse event reported. Unknown if available for return. No further information provided.